Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 160049: 25 items manufactured and released on (B)(6) 2016. Expiration date: (B)(6) 2021. No anomalies found related to the problem. To date, 12 items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of pain. The patient had a hematoma. The surgeon revised the insert. The surgery was completed successfully. X-rays and explants are not available.